Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, the patient received loss of prime alerts the morning prior to the call. Patient stated that cartridge cap was tight, there was no trauma or extreme force to the pump, and there was no power loss and had followed instruction for use correctly. Patient acknowledged that she had been out side in low temperature @45 degrees. Alarm history showed one low cartridge alert and set change. Patient was advised to change cartridge and to call back if the no prime warning persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.